Event description:
It was reported that "some staples were not formed properly (not closed completely) when firing the staple during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Preliminary information provided by the distributor indicates that unformed staples were observed and that the cover block was detached from the stapler; however, teleflex has not completed its independent evaluation and no conclusions regarding the cause of the reported malfunction have been reached. Teleflex will submit a supplemental report once available.